Manufacturer narrative:
(B)(4).

Event description:
It was reported that start new sensor occurred. The sensor was inserted into abdomen on (B)(6) 2025. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale stop command which led to an early sensor expiration. The reported event of start new sensor occurred is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.